Event description:
It was reported the customer was hospitalized for high blood glucose, rehydrate and diagnosed with diabetes ketoacidosis. Prior to hospitalization, customer had a cold which led to high blood glucose. Customer's mother declined troubleshooting at time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.